Event description:
It was reported that the patient had 3 syncopal episodes that were possibly related to an 8 second pause. It was also reported that the lead had a pacing spike without a following r-wave. Follow-up conducted revealed that the episodes were unable to be recreated; therefore, the cause is unknown. No interventions and/or reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.